Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Specific site location is unknown. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "procedure-related adverse events in 27 (17%) patients in the zilver ptx group. This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as patients experienced procedure related adverse events and under the assumption intervention was required. As no additional details have been provided enough of a causal link exists with the device to warrant FDA reporting. Site location of events is not reported. 7 us sites are listed in the article. However, as patient level data is not reported it is not possible to confirm if any us patients experienced the reported adverse effects and at what sites.

Event description:
William a gray a polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "procedure-related adverse events in 27 (17%) patients in the zilver ptx group. This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as patients experienced procedure related adverse events and under the assumption intervention was required. As no additional details have been provided enough of a causal link exists with the device to warrant FDA reporting. Site location of events is not reported. 7 us sites are listed in the article. However, as patient level data is not reported it is not possible to confirm if any us patients experienced the reported adverse effects and at what sites.

Manufacturer narrative:
Device evaluation this file is related to a number of complaint files. Each file resulted from the attached literature article. Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. This file is directly related to pr 281240, pr 281407, pr 281259, pr 281260, pr 281441 and pr 281353. For a list of all complaint files raised from this journal article please refer to attachment ¿gray literature article complaint files¿. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that a number of adverse events that could potentially be procedure related are listed within the instructions for use (ifu0118-5). These include allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, atheroembolization (blue toe syndrome), arterial aneurysm, arterial thrombosis, arteriovenous fistula, death, embolism, hematoma/haemorrhage, infection, infection/abscess formation at access site, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malapposition, stent migration, stent strut fracture, vessel and perforation or rupture. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. However it is known that the adverse physiological response was related to the procedure and not to the stent. Summary the complaint is not confirmed as a product complaint as it is stated that the adverse event(s) were procedure related. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [2018 - gray_-_a_polymer-coated_paclitaxel-eluting_-eluvia-_versus_a_polymer-free.pdf].

Manufacturer narrative:
No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)' as these events have been considered non device related as per clinical input. This report is being submitted as a cancellation report. Device evaluation: this file is related to a number of complaint files. Each file resulted from the attached literature article. Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. This file is directly related to (B)(4). The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that a number of adverse events that could potentially be procedure related are listed within the instructions for use (ifu0118-5). These include allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, atheroembolization (blue toe syndrome), arterial aneurysm, arterial thrombosis, arteriovenous fistula, death, embolism, hematoma/haemorrhage, infection, infection/abscess formation at access site, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malapposition, stent migration, stent strut fracture, vessel and perforation or rupture. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. However it is known that the adverse physiological response was related to the procedure and not to the stent. Summary: the complaint is not confirmed as a product complaint as it is stated that the adverse event(s) were procedure related. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
William a gray a polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "procedure-related adverse events in 27 (17%) patients in the zilver ptx group. Site location of events is not reported. 7 us sites are listed in the article. However, as patient level data is not reported it is not possible to confirm if any us patients experienced the reported adverse effects and at what sites. FDA MDR reporting not required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)' as these events have been considered non device related as per clinical input. This report is being submitted as a cancellation report.